Event description:
It was reported that the patient experienced low glucose, with a sensor or meter value of 72 mg/dl that was corrected to 85 mg/dl over approximately one hour, after which the caregiver asked if it was acceptable for the patient to eat. Symptoms included hypoglycemia. Outcomes included return to target glucose and no further adverse consequences. Investigation included review of the event details and troubleshooting with education regarding meal timing and announcing. Investigation of this case revealed no device malfunction and no identifiable cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.